Manufacturer narrative:
Additional narrative: patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of the matrixneuro screw broke off during an initial craniotomy on (B)(6) 2017. The tip of the screw is retained in the patient. Surgery was completed with no delay and no patient harm. (B)(4).

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The returned screw was confirmed to have a broken tip. Replication of the complaint condition is not applicable as the device is already broken. The drawings were reviewed during investigation the screw measured 3.23mm in length. Drawing specifies that the screw length should be 3.9mm +/- 0.1, therefore approximately 0.67mm is missing from the tip. Additional measurements of the tip were unable to be obtained. The material associated with drawing is tialnbri4.00 a material test was attempted with niton08; however due to the small size of the material an accurate measurement was unable to be obtained. A DHR review was unable to be completed as the lot number is unknown. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.